Event description:
It was reported by the patient that the remote monitor was no longer receiving power, even with new batteries. The monitor had transmitted successfully in the past. The monitor was replaced and returned to the manufacturer. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that the remote monitor was no longer receiving power, even with new batteries. The monitor had transmitted successfully in the past. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the remote monitor was no longer receiving power, even with new batteries. The monitor had transmitted successfully in the past. The monitor was replaced and returned to the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found corrosion at the battery terminal. However, the corrosion did not impact the unit from powering up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.